Event description:
It was reported that the right atrial and ventricular leads exhibited insulation anomaly. Both leads were capped and replaced. No patient symptoms were reported. No further information was available.